Event description:
The customer stated that they have had ongoing issues with patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The field service engineer was at the site over the weekend of 29-dec-2018 and 30-dec-2018, but the issue has returned. The customer also mentioned they had been getting ise alarms. On (B)(6) 2019, the customer received questionable ise results for 4 patient samples. The customer provided data for three patient samples with erroneous results. The first two samples had erroneous initial na, k, and cl results. The third patient sample had erroneous initial na and k results. All samples were repeated on a cobas 4000 c (311) stand alone system. The erroneous initial values were reported outside of the laboratory and the repeat results were believed to be correct. The first patient sample initially resulted with an na value of 120 mmol/l, which repeated as 141 mmol/l. The first patient sample initially resulted with a k value of 3.35 mmol/l, which repeated as 4.64 mmol/l. The first patient sample initially resulted with a cl value of 120 mmol/l, which repeated as 100.8 mmol/l. The second patient sample initially resulted with an na value of 127 mmol/l, which repeated as 142 mmol/l. The second patient sample initially resulted with a k value of 3.67 mmol/l, which repeated as 4.72 mmol/l. The second patient sample initially resulted with a cl value of 119 mmol/l, which repeated as 105 mmol/l. The third patient sample initially resulted with an na value of 123 mmol/l, which repeated as 137 mmol/l. The third patient sample initially resulted with a k value of 3.44 mmol/l, which repeated as 4.36 mmol/l. The first patient was sent to the emergency room based on the erroneous results. No adverse events were alleged to have occurred with this patient or the remaining patients. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the sample probe was damaged. He replaced the sample probe. The customer ran calibration and controls; all were ok. The investigation determined that the service actions resolved the issue.